Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.